Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined machine powering off at random. A field service engineer replaced power supply to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system station keeps turning off. Customer stated that still turns off randomly causing delay to patient care workflow. There were no adverse events or injuries reported based on this event.